Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2009. Product type: implantable neurostimulator: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3387s-40, lot# v273701, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a high impedance reading of greater than 4000 ohms on the 2nd lead on all electrode combinations except c8. Impedances were checked 2 months prior and were fine. There were no falls or accidents reported to explain the reason the therapy stopped working other than battery depletion. They tried 2 implantable neurostimulators with the same impedance results. They switched the lead into the front port and received good results. Additional information has been requested, but was not available as of the date of this report.